Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast fix device was implanted, t2 could not be deployed. T1 was successfully removed from the patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that one intra-operative video was provided that show the device with the suture and t-anchor still attached but cannot conclude a root cause. The IFU for the fast-fix 360 curved ndl delivery system does warn: ¿if the deployment slider does not return to its most proximal position after the t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.